Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported: '20 minutes into cisplatin infusion, nurse alerted by patient that tubing was "leaking". Infusion paused. Nurse observed cisplatin dripping from secondary tubing connection as well as softball size puddle on the ground underneath pump. Chemotherapy spill protocol implemented, and chemotherapy spill kit used. Patient denied wetness or evidence of chemotherapy on self. Kucc op pharmacist informed nurse that cisplatin was advanced prepped at kucc www.cisplatin placed in new bag/tubing and restarted. Patient completed remainder of infusion without incident.'

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.